Manufacturer narrative:
This device is not distributed in u.s., so that 510k# is blank. The product was returned to pentax medical for repair. We the technician checked the returned unit and confirmed that the ocular fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ocular. In addition, we the technician confirmed that the cfb (coherent fiber bundle) fluid damage, and the insertion flexible tube coating damage; however, they these defects are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Fiber image failure (fluid damage).